Manufacturer narrative:
Results: the pusher assembly to the first smart coil was kinked in multiple locations. The pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and had offset coil winds near the proximal end. Conclusions: evaluation of the first returned smart coil revealed the pusher assembly was kinked and the pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. This damage was likely incidental and may have occurred during packaging for return. Further evaluation revealed the embolization coil had offset coil winds near the proximal end. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. The smart coil was re-sheathed by a penumbra investigator, but could not be advanced through its introducer sheath due to the offset coil winds. Evaluation of the second returned smart coil revealed the pusher assembly was kinked near the proximal end of the introducer sheath. This damage likely occurred due to forceful advancement of the smart coil against resistance. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without issue. The root cause of the initial resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00141.

Event description:
The patient was undergoing a coil embolization procedure in the left posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached three smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance two additional smart coils out of their introducer sheaths and into the same microcatheter, the physician experienced resistance and the coils would not advance; therefore, they were removed. The procedure was ended at this point as no additional coils were needed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). Results: the pusher assembly to the second smart coil was kinked approximately 136.0, 138.0, and 140.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the first returned smart coil revealed the pusher assembly was kinked and the pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. This damage was likely incidental and may have occurred during packaging for return. Further evaluation revealed the embolization coil had offset coil winds near the proximal end. If the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement, resistance may be experienced, and damage such as this may occur. The smart coil was re-sheathed by a penumbra investigator, but could not be advanced through its introducer sheath due to the offset coil winds. Evaluation of the second returned smart coil revealed the pusher assembly was kinked near the proximal end of the introducer sheath. This damage likely occurred due to forceful advancement of the smart coil against resistance. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without issue. The root cause of the initial resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00141.